Manufacturer narrative:
The patient side manipulator (psm) arm was returned to isi for evaluation. Failure analysis investigation found that the arm failed the in-house slow sweep test for axis-2. The axis-2 brake was replaced. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the psm arm failing the slow sweep test during failure analysis investigation.

Event description:
This complaint was initially reported to isi for an unrelated problem associated with the patient side manipulator (psm) arm. Intuitive surgical, inc. (Isi) representative or the field service engineer replaced the arm as part of the resolution. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. However, secondary isi failure analysis findings associated with the returned part deem this event to be reportable. In particular, the patient side manipulator (psm) arm failed the slow sweep test during analysis. Although, this failure was found during in-house testing, and had no patient involvement, if this malfunction were to recur, it could likely cause or contribute to an adverse event.